Manufacturer narrative:
Device received with cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place. No unexpected missing reservoir tube o ring. However, device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that o ring inside lip of reservoir compartment was missing. Blood glucose was unknown. Customer was also reported that insulin pump was exposed to moisture. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.